Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. The fixation tab of the suture was broken during continuous suturing for wound closure. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had performance fixation feature breakage intra-op. It was received for analysis an empty labeled winding former and a dispensed needle-suture of product code sxpp1a301. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted; but, the side of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix was broken during use¿. Additional information was requested and the following was obtained: the product was used for wound closing by continuous suturing. No further information is available.